Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 analyzer (rack system). The initial result was <5 pg/ml with a data flag. This result was reported outside of the laboratory where the nurse questioned it as it didn¿t correspond to the patient¿s clinical condition. The repeat result was 274.7 pg/ml. This result was believed to be correct.

Manufacturer narrative:
The estradiol iii reagent lot number was 767183 with an expiration date of 31-jan-2025.

Manufacturer narrative:
The sample was a serum sample. The calibration was performed on (B)(6) 2024 and it was acceptable. The alarm trace showed multiple sampling noise alarms. The field service engineer found a issue with the cable. He installed a new cable assembly. He then did a performance testing and an assay performance check and the instrument was performing within specifications. The investigation determined that the cause was due to an intermittent cable. The service actions (installing a new cable assembly) resolved the issue. No further issues were reported afterward.